Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver (cg) felt a jolt of electrical shock on their hand by a homechoice when trying to power cycle the device. The cg stated that the outlet was in water. Bottles of water have been dripping and the outlet was completely soaked. The technical service representative (tsr) advised the cg to disconnect the home patient. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was received and the evaluation included an event history log review, returned instrument testing evaluation (rite) functional and electrical testing . The device was determined to meet performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.